Event description:
The instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and xnov ip didn¿t receive any request for complementary information regarding this issue as well.

Manufacturer narrative:
Pending device return and investigation.

Manufacturer narrative:
H3: the disassembled tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tridriver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone.